Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed functional test. Analysis found the top screw on the side of the lcd (liquid crystal display) was missing, the power cord bay was broken, and the top display hinges were loose.

Event description:
It was reported by clinic staff that programmer seemingly randomly interrogates "read from disk" profiles without manually initiating this process. It was also reported by clinic staff that there were two instances of emergency screen activation without direct manipulation of the emergency red button. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.